Manufacturer narrative:
Other, other text: additional information provided in b5, h6, and h10. While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0189530 is no longer considered reportable, please disregard any reports associated with it.

Event description:
Additional information received that error and/or failure occurred during testing only. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has physical damage, plunger damage, and depleted battery. No patient injury reported.